Event description:
It was reported that during a lap nephrectomy procedure clips were scissoring on the device. No patient consequences were reported.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.